Manufacturer narrative:
Additional information: device information: one smiths medical pneupac ventilator parapac plus was returned for analysis in a good condition with no physical damage noted. During analysis, the reported problem was not able to be duplicated, pressure indicator flashed at 10.5cmh2o showing no low pressure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical pneupac ventilator parapac plus, has low pressure. No adverse effects reported.